Manufacturer narrative:
(B)(4). Medwatch form was provided by user facility stating that this incident was a 'product use error.' Voluntary medwatch # (B)(4).

Event description:
Description on product complaint is ," tip of blade # 11 broke off inside knee during arthroscopy. "